Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient (pt) who has an implantable neurostimulator (ins). The reason for call was rep called while meeting with pt and reports that pt seeing oor message intermittently with activity. Rep reports that pt's group b has cathode at 5, and anode at 11 and 12, with pw 500 and rate 50. Pt has intensity around 3.5ma at rest, and increases to around 5ma when they anticipate activity, which then gives the oor message. Pt reports that even at the higher intensities, if they sit down the oor message clears before they can even decrease the intensity. Pt reports that this has happened intermittently over the last few weeks, and after some trial and error the rep. Technical services (tss) had rep check connectivity and impedance values with pt in different positions, and noted that while connectivity stayed green throughout, that the 1 and 7 contacts had increased impedance values (~8250 ohms) when they are in a bent over position, which goes down to ~7000ohms when sitting or reclining. Rep removed contacts from 0-7 lead and added 13 and 14, which pt reports good pain coverage, and increased pw to 540. Rep reports they increased intensity to 4.8ma which the pt reports as high as they want to go, and did not see oor message. Rep reports they will also program a backup program the pt can switch to if needed and will follow up with pt with new programming to ensure good coverage and no oor messages. The troubleshooting steps that were taken on the call resolved the issue. 2023-sep-07: additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedance values/oor message was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.